Event description:
On (B)(6) 2008, this patient underwent an endovascular repair using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2009, this patient underwent a total aortic arch replacement as a first stage to repair a thoracic aortic aneurysm. On (B)(6) 2009, this patient underwent another endovascular procedure using a gore® tag® thoracic endoprosthesis (tg2810/06529843) as a second stage to repair the aneurysm. It was reported that the device was deployed within a vascular graft and a stent graft of another manufacturer. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up examination showed no adverse event. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, six month follow-up examination revealed stenosis in the left limb of the gore® excluder® aaa endoprosthesis, and occlusion of the right limb. The cause of the stenosis and occlusion are unknown. On the same day, an additional procedure was performed to treat the stenosis and occlusion. In order to repair the stenosis, bare metal stent was implanted within the left limb down to the left external iliac artery, and left femoral-popliteal bypass procedure was performed to secure blood flow to the left lower extremity. Left femoral-right femoral crossover bypass procedure was also performed to secure blood flow to the right lower extremity. The patient tolerated the procedure. On (B)(6) 2011, two year follow-up examination showed good blood flow to both lower extremities. On (B)(6) 2012, three year follow-up examination revealed a stenosis at the anastomosis site of the vascular graft in the left femoral artery. The cause of the stenosis was not reported. On (B)(6) 2012, another additional endovascular procedure was performed to repair the stenosis where bare metal stents were implanted in the left femoral artery. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
Concomitant medical products: implanted on (B)(6) 2008: pxc181000/06174523, pxc181000/06217380, pxa280300/06229553. Implanted on (B)(6) 2009: tg2810/06529843 the review of the manufacturing paperwork verified that this lot met all pre-release specifications.